Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that incoming inspection member found the seal hedge on the sterile package has air bubbles.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.